Event description:
It was reported the patient presented remotely via merlin net. Review of the transmission revealed the atrial and right ventricular leads exhibited a failure to capture, a drop in sensing, and a change in impedance. It was identified that the leads had dislodged. During the procedure to address these issues, the left ventricular lead also became dislodged. The atrial lead, right ventricular lead, and left ventricular lead were explanted and replaced. The patient was in stable condition.